Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. Customer reported that the side rails on the half-height cubie drawer 1.2 on the auxiliary device had failed. A field service engineer shut down the device, swapped out the half-height cubie drawer, rebooted the unit, and configured the drawer to the correct location. The field service engineer verified that the drawer was operational. The customer was able to open and inventory the drawer, and no further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 rail failed and did not open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.